Manufacturer narrative:
The analysis results confirmed that devices (a) and (b) were returned with the distal tip of the blade broken off and missing. The remainder part of blade (a) was noted to have scratches and gouged. The remainder part of blade (b) was noted to have scratches. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damages of this magnitude would have been detected at this process.

Event description:
It was reported that during a hysterectomy, the device was reported as defective. Another device was used to complete the procedure. There was no adverse consequence to the pt. There is no additional info available.